Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of emerge balloon catheter with no other devices. There was blood in the inflation lumen. There were numerous shaft kinks. The balloon was tightly folded. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized water leaked out of the distal tip. The inner shaft was buckled 3mm from the bi-component weld. A hole was identified within the buckled inner shaft. The hole in the shaft was most likely due to interaction with another device. Microscopic examination presented no irregularities. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation,deflate and remove the catheter.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).